Event description:
The surgeon reports an attempted implantation of an li61aor intraocular lens using the ez-28 delivery system. The implantation was attempted twice with two li61aor iols, both seemed crimped or difficult to position. The surgeon removed them without incident. The surgeon then made a 5 to 6 mm enlargement of the original incision to accommodate a third attempt. At that time a posterior bag tear was noticed and resolved by doing a sponge vitrectomy. The surgeon then successfully implanted an iol into the sulcus and finished the procedure with sutures to close the enlarged incision. Please reference MDR #: 1119279-2011-00127.

Manufacturer narrative:
Evaluation results for li61aor sn# (B)(4): visual inspection found the haptics bent not meeting current specifications. The delivery devices were not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The following lenses were involved: li61aor sn# (B)(4), manufacture date: 02/05/2010, expiration date: 01/31/2015. Li61aor sn# (B)(4), manufacture date: 02/05/2010, expiration date: 01/31/2015. Li61aor sn# (B)(4), manufacture date: 03/10/2010, expiration date: 02/28/2015. It is unknown which lens serial number was involved in the first, second, and third attempted implantation.